Event description:
The patient was admitted on (B)(6) 2014 due to fluid overload and worsening dyspnea and lower extremity edema. The nurse indicated one peritoneal dialysis treatment was missed on (B)(6) 2014 following large fluid intake prior to the missed treatment. Per the nurse, there was no reportable device malfunction, no issue pertaining to infection or issues with the catheter. The patient was treated with 4.25% pd rapid exchanges and close to 1.5l of fluid was removed. He was assessed as having close to 10kg of excess fluid. The nurse stated the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy while in the hospital, thus no additional treatments were missed. The patient was discharged from the hospital on (B)(6) 2014, and his signs and symptoms of fluid volume overload resolved. The patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues. The sample was discarded and was not available for return.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.